Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small wherein blood returned from hemostatic valve occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath was not functioning, as there was blood leaking back through the valve, before and after taking out the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath was replaced, and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath has been determined to be the root cause of the complaint reported. The procedure was continued. The event occurred when the device was being used on the patient. The valve was not keeping blood from leaking out of the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces, but when inspected you could see a hole where the valve was not closing properly. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The hemodynamics was not compromised due to bleeding, approximately 10ml were lost. There was no report of patient consequence nor extended hospitalization. The issue reported was assessed as MDR reportable for the hemostatic valve dysfunction.

Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small wherein blood returned from hemostatic valve occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath was not functioning, as there was blood leaking back through the valve, before and after taking out the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath was replaced, and the issue resolved. Device evaluation details: the device evaluation has been completed. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure, however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 8/26/2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, a manufacturing record evaluation was performed for the finished device 00001344 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).